Manufacturer narrative:
The reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke where it fits into the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The product reported involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The device was sent to the product engineering who concluded that the bend / twist present in the blade suggests that it was subjected to an excessive bending force or torque. This bending force / torque is the most likely cause of the reported mount tab fractures. The bend could have occurred if excessive an excessive force was applied along the longitudinal axis of the blade all while was applied to the blade, the twist appears to be consistent with a counterclockwise torque all while the end of the blade was engaged or held.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke where it fits into the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke where it fits into the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.